Event description:
It was reported to boston scientific corporation in 2009, that an ultraflex covered tracheobronchial stent was used during a stent placement procedure performed in 2009. According to the complainant,during the procedure, the suture string became bound and wound around the catheter, which caused the stent to not release. The procedure was discontinued and the pt has since been rescheduled for subsequent stent placement. There were not pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.